Manufacturer narrative:
H2) a software analysis was initiated, logs reviewed but provided insufficient information to determine root cause of the reported "behavior." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 correction: additional information was received that the computer was not replaced for this complaint. The computer replacement and unresponsive software is documented in a separate event report (report # 1723170-2020-00665). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the stealth 8 computer was replaced. The system was freezing for long periods of time. The rep collected logs and sent them in, but the box was not uploading the whole file. They collected logs and archives and then were unable to upload the whole files. It was also mentioned that the reason for the inaccuracy was due to the reference frame not being secured by the surgeon. They had completed multiple cases since the computer was replaced and educating the surgeon about securing the reference frame.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version #: (B)(4). A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced, at which point the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that when the doctor placed the sterile patient reference frame after changing from the non-sterile frame and went to check accuracy and was inaccurate 1-2 inches. They re-registered the patient and were accurate. They continued with the surgery completing the non-navigated portion (45mins) came back with navigation then checked accuracy and was off by 1-2 inches again. The doctor bumped the patient reference frame and it spun around. At this point navigation was aborted the surgery was completed. It was noted that the reference frame was not secured by the site. There was a reported delay to the procedure of less than one hour. There was no patient impact.